Event description:
The site communicated that the patient continued with a driveline infection and is being treated with a 100 mg bid of doxycycline for 10 days. No additional information was reported.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 9 months 18 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the subject was seen in the office on (B)(6) 2019. It was noted that the patient had mild erythema at the site and some questionable purulence. At this point it was decided to start the subject on a doxycycline 100mg bid was started and cultures were obtained. Cultures came back (B)(6) 2019 positive for corynebacterium, so doxycycline 100mg bid was continued for 10 days. No additional information was reported.

Event description:
The site communicated that the patient did stop doxycycline for a few days, however the site is till red. The doctor restarted doxycycline for 30 days on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.